Manufacturer narrative:
H3 other text : device is not available

Event description:
Thu 5/2/2024 2:28 pm on tue, apr 30 12:55 pm , no <noreply_bd_automatedmessage@bd.com> wrote: to: customer_support@bd.com subject: defective needle tips I have been having a lot of trouble with the bd nano needle tips jamming and not getting the full dose of insulin. This causing me to have to use a second needle tips. This is extremely frustrating since you only get so many through insurance. It has happened to me for quite a while but I let it go thinking perhaps I was at fault. I don't believe this is the case since it is so frequent. I am now on medicare so this becomes more troublesome since my income is limited. It has been so bad that I even requested that my doctor switch me to a different brand but apparently you have the market cornered. Please address this issue as it never ends. Sincerely,

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: d3 (country type and country), h6 (type of investigation and investigation conclusions) investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.